Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels between 45 mg/dl and 65 mg/dl, shakiness, a headache, and stomach ache. Reportedly, customer was delivering a manual bolus in additional to the auto-bolus delivered by the pump's control-iq software. The customer required assistance from parent to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.